Event description:
Reporter alleged obtaining a discrepant blood glucose result of 77 mg/dl on a neonate using inform system 1 compared back to back with a result of 31 mg/dl on one lab system, 34 mg/dl on another professional system, and 62 mg/dl on inform system 2 when all testing was performed within 10 minutes. Reporter stated at another time, a result of 76 mg/dl was obtained, on the same neonate, using inform system 2 within 10 minutes of a result of 20 mg/dl on the lab system. Reporter stated at another time still, a result of 63 mg/dl was obtained on the same neonate using inform system 2 within 10 minutes of a result of 24 mg/dl on the lab system and within 10 minutes of that result, another result of 69 mg/dl was obtained on inform system 2. Reporter stated at another time, a result of 88 mg/dl was obtained on the same neonate using inform system 2 within 10 minutes of a result of 31 mg/dl on the lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550514, expiration date 05/31/2009). Reference medwatch report with a1 patient for the suspect device used in system 1.